Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an opal faraview procedure to treat a persistent atrial fibrillation, a farawave nav catheter was selected for use. According to the physician, the patient was reported to have chest pain post procedure and was found to have developed pericarditis. No further information regarding intervention or patient status was provided.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated. B5: describe event or problem- updated with additional narrative. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: impact codes - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an opal faraview procedure to treat a persistent atrial fibrillation, a farawave nav catheter was selected for use. According to the physician, the patient was reported to have chest pain post procedure and was found to have developed pericarditis. No further information regarding intervention or patient status was provided. Further information was provided reporting that when asked about interventions for pain or discomfort, the physician did not provide details. Information regarding any medication given, including the type, whether it was over the counter or prescription, and whether it was new or a dose change, was not available per the account. The customer reported believing that pulsed field ablation was the likely cause of the pain, though no further details were provided. Details on how the diagnosis was made, whether through clinical symptoms or diagnostic testing, were not available, nor was information about prophylactic medication. No information was provided regarding interventions for the arrhythmia or related medications. The patient was hospitalized due to the adverse event, but discharge status was unknown at the time of reporting. No recent updates on the current condition of the patient had been received since the initial report. Information regarding the transseptal puncture workflow, the versacross device, or whether transseptal puncture was ruled out as the cause of the adverse event was not available per the account.